Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels around 500 mg/dl. The customers blood glucose was 250 mg/dl at the time. No symptoms were reported, and the incident was treated with a manual injection and hospitalization. It was reported that the high blood glucose levels began because the insulin pump was not delivering the basal insulin. During troubleshooting, a prime fixer test was performed, and the drive support cap was noted as not damaged. The customer confirmed the reservoir indicator has not changed since the day before. Customer was advised to change insulin pump, and to treat per healthcare professional's recommendation. The insulin pump will be replace, and it was not stated if the product was returned for analysis.